Event description:
It was reported that during a pulse filed ablation procedure the farawave 31 mm - us catheter was selected for use, unable to advance wire after catheter was inserted. Upon removal, piece of tissue was noted. The issue was resolved by replacing the catheter. A bsc starter guidewire was used, and no new guidewire was opened to complete the case; the original guidewire was used. The guidewire was removed without any issues, and there were no other catheter malfunctions reported. The catheter has been received for analysis.

Event description:
It was reported that during a pulse filed ablation procedure the farawave 31 mm - us catheter was selected for use, unable to advance wire after catheter was inserted. Upon removal, piece of tissue was noted. The issue was resolved by replacing the catheter. A bsc starter guidewire was used, and no new guidewire was opened to complete the case; the original guidewire was used. The guidewire was removed without any issues, and there were no other catheter malfunctions reported. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed and there was no evidence of the patient tissue that was reported by the field. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found in or on the catheter at any point during the investigation based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. If any tissue damage did occur during the procedure, it would be considered a known inherent risk of the device as such damage is noted and warned about in the product's labeling.